Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryoablation procedure involving the balloon catheter, where blood was visible in the balloon. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the patient data files were returned and analyzed. The patient file showed 5 applications were performed using an afapro28 balloon catheter with lot number 21119-031 and 1 application was performed using an afapro28 balloon catheter with lot number 21119-025. The patient file also showed showed system notice 50032 (the safety system has detected a compromised outer vacuum) was received during the inflation at application #5 with the first balloon catheter. The received failure file contained failure records for the date of the event. The failure file showed system notices 50006 (the safety system has detected blood in the catheter handle stopped the injection and disabled the vacuum), 50013 (the refrigerant level is too low to continue), and 50032 (the safety system has detected a compromised outer vacuum) on the reported date of the event. In conclusion, the reported issue of visible blood was confirmed through data analysis per the recorded system notice 50006. The balloon catheter was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.